Event description:
It was reported that there was no tubing for the leg bag. The patient had been using less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that there was no tubing for the leg bag. The patient had been using less than 90 days. Per follow up information received on 25jan2022, customer stated that they had received two leg bags without the tubing and the replacement tubing that was sent to them did not seemed like the tubing that typically came with the leg bag.